Event description:
The patient reported that subsequent to the implant of a protegen sling, the pt experienced abdominal pain, vaginal bleeding, hematuria, urinary tract infections, voiding difficulties, discharge, odor, continued incontinence and numbness. The pt reported the device was removed due to erosion. The device was not returned for evaluation. The co's directions for use outline as potential complications: "infection... Tissue erosion..."